Manufacturer narrative:
Reference: voluntary medwatch report # mw5152497.

Event description:
Voluntary medwatch received states that the patient presented for revision of the of the lead due to an unspecified product performance issue. The lead was reported as capped. No additional adverse patient effects were reported. No further information was available.